Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage on electronics noted. The battery out limit alarm and missed bolus alarm anomaly could not be verified or the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests performed due to no button response. It also had an extremely scratched display window and scratched case.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's girlfriend reported via phone call that the none of the buttons were responding. It was stated that the insulin pump had a missed bolus alarm that could not be cleared, the customer change the battery and received a battery out limit alarm which could not be cleared either. Blood glucose value was 315 mg/dl. It was mentioned that the customer had been sick with a fever and had the insulin pump in bed while sweating. The device was returned for analysis.